Event description:
A nurse reported there was an aspiration failure during a procedure resulting in "reflux". An alternate system was brought in and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is ni progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).